Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a loose drive support disk. Not motor error alarms were noted. The insulin pump passed the motor test.

Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The insulin pump was not exposed to high magnetic fields. Troubleshooting was not possible due to the recurring motor error alarms. Advised the caller that the insulin pump would be replaced. Nothing further was reported.